Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an allergic reaction to the therapy electrodes. Patient has a history of sensitive skin and sensitivity to metals. There was no alleged device malfunction contributing to the irritation. Patient was admitted to hospital due to allergic reaction. Follow up indicated that the irritation has gotten better since the patient discontinued use of the lifevest.